Event description:
Acetabular reamer become blunt too quickly and show discolouration and corrosion on the surface.

Manufacturer narrative:
The device associated with this report was not returned. Photographs of the products were provided. The provided photographs confirmed the dull/discolored reamers. A complaint database search was conducted on the provided product codes. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.